Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, "usefulness of prosthesis made of antibiotic-loaded acrylic cement as an alternative implant in older patients with medical problems and periprosthetic hip infections: a 2- to 10-year follow-up study" written by woo-yong lee, md, deuk-soo hwang, md, phd, chan kang, md, phd, byung-kon shin, md, and long zheng, md published by the journal of arthroplasty (2016) 1-16 accepted by publisher 6 june 2016 was reviewed. The article's purpose: "the purpose of this study was to compare the clinical outcomes after 2-stage revision with those following single-stage revision in patients who developed periprosthetic joint infection after primary hip arthroplasty." Data was compiled from 39 patients total (20 in group a treated with 2 stage revision using prostalac as interim prosthesis and 19 in group b treated with single-stage revising using prostalac as an alternative implant because of older age and/or medical problems. The article identifies two patients in radiographic images that received depuy product implants in their initial thas that required revision that are in this study. Each patient is captured individually in linked complaints" this complaint captures a (B)(6) year old female with a summit stem and self-centering bipolar head with ceramic head at initial r tha. The patient complained of right hip pain, swelling a sense of hotness. She was diagnosed with an enteroccus infection and received a 1 stage treatement with prostalac as an alternative implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.